Manufacturer narrative:
Investigation: checking the manufacturing charts of the components involved in this event, no pre-existing anomaly has been discovered in the items belonging to the same product codes and lot number as the components removed during the revision surgery hereby reported. Neither x-rays nor removed devices were available for additional investigation. We tried to gather further information from the complaint source, asking if the choice of a sub-optimal implant in primary surgery could have contributed to the adverse event, but no further information was provided. Therefore, taking into account that: - no pre-existing anomalies were found by checking the manufacturing charts of the components involved in this event - no additional information was provided by the complaint source about the possible causes of the event. We have no evidence to consider the event as product related. Pms data: according to the available pms data, this is the first of two events registered on revision of prima glenospheres due to dislocation, since the system has been made available on the market. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery performed on (B)(6) 2025, due to dislocation. The patient underwent reverse shoulder replacement on (B)(6) 2024. During follow up appointments, the patient was considered unstable and had episodes of dislocation. During the revision surgery hereby reported, the following components were removed: - prima reverse tray #short (part code 1367.15.010, lot number 2421221, sterilization (B)(4)). - prima rev.insert #short d.40mm (part code 1367.54.200, lot number 23at2ts, sterilization (B)(4)). - prima glenosphere d.40 mm (part code 1974.09.040, lot number 2424654, sterilization (B)(4)). - connector w. Screw low lat.5mm (part code 1974.15.300, lot number 2319371, sterilization (B)(4)). The 40 low glenosphere was swapped to a 36 high offset glenosphere. The tray and liner were also swapped to match the 36mm glenosphere. An additional method was used to ensure stability: the surgeon implanted a dermal allograft to stabilize the cuff anteriorly. The patient is a male, date of birth (B)(6) 1968. The event happened in the united states.